Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation uterus/migration') and device breakage ('breakage/ expulsion: breakage') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("allergy nickel - diag. Pre-essure"), psychological trauma ("psych injury"), bladder disorder ("bladder probs"), vaginal discharge ("vag. Discharge"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental probs"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("nuero condit/prob") and visual impairment ("vision probs") and was found to have weight increased ("weight gain"). Essure (ess205) treatment was not changed. At the time of the report, the uterine perforation, device breakage, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, allergy to metals, psychological trauma, bladder disorder, vaginal discharge, gastrointestinal disorder, alopecia, tooth disorder, headache, nausea, nervous system disorder, visual impairment and weight increased outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, gastrointestinal disorder, headache, menorrhagia, nausea, nervous system disorder, pelvic pain, psychological trauma, tooth disorder, uterine perforation, vaginal discharge, visual impairment and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for psych injury. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-oct-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation uterus/migration') and device breakage ('breakage/ expulsion: breakage') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's medical history included vaginal delivery (total pregnancies 6. Total living children 4. Pregnancy # 1: normal spontaneous vaginal delivery (nsvd). Pregnancy# 2: normal spontaneous vaginal delivery (nsvd).) And termination of pregnancy (pregnancy# 3 elective terminations of pregnancy (etop). Pregnancy#4: elective terminations of pregnancy (etop). Pregnancy# 5: normal spontaneous vaginal delivery (nsvo). Pregnancy# 6 normal spontaneous vaginal delivery (nsvd).). Concurrent conditions included ovarian cyst. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), bupropion hydrochloride (wellbutrin), clonazepam (klonopin), phentermine and salbutamol (albuterol hfa). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced anaemia ("blood or heart disorder/condition type: severe anemia"). In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), headache ("headaches"), fatigue ("fatigue"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), migraine ("migraines") and genital haemorrhage ("abnormal bleeding ( general )"). In (B)(6) 2007, the patient was found to have weight increased ("weight gain"). In (B)(6) 2007, the patient experienced mood swings ("hormonal changes describe: mood swings"). In (B)(6) 2008, the patient experienced dermatitis contact ("rashes or skin conditions type: contact dermatitis,"). In (B)(6) 2008, the patient experienced anxiety ("anxiety,"). In (B)(6) 2010, the patient experienced vitreous floaters ("floaters"). In (B)(6) 2010, the patient experienced constipation predominant irritable bowel syndrome ("ibs with constipation"). In (B)(6) 2011, the patient experienced nausea ("nausea"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia ((inability to have sexual intercourse),"). In (B)(6) 2012, the patient experienced tooth fracture ("dental probs-chipped teeth"). In (B)(6) 2013, the patient experienced cerebral haemorrhage ("neurological conditions or problems type: brain bleed"). In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain"), arthralgia ("joint pain") and vulvovaginal pain ("vaginal pain"). In (B)(6) 2018, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"). In (B)(6) 2018, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("allergy nickel - diag. Pre-essure"), depression ("psych injury/ psychological or psychiatric problems condition: depression"), bladder disorder ("bladder probs"), vaginal discharge ("vag. Discharge"), gastrointestinal disorder ("gi conditions"), nervous system disorder ("nuero condit/prob"), vision blurred ("vision probs-blurry vision"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract disorder ("urinary problems or changes"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), cyst ("reproductive system disorder or condition type of disorder or condition: cysts"), asthma ("other injury(ies) or complication please asthma"), diarrhoea predominant irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs, ibs-d"), breast enlargement ("large breast") and urinary incontinence ("urinary incontinence"). Essure (ess205) treatment was not changed. At the time of the report, the uterine perforation, device breakage, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, allergy to metals, depression, bladder disorder, vaginal discharge, gastrointestinal disorder, alopecia, tooth fracture, headache, nausea, nervous system disorder, vision blurred, weight increased, vaginal haemorrhage, mood swings, female sexual dysfunction, urinary tract disorder, anaemia, fatigue, irritable bowel syndrome, urinary tract infection, cystitis, migraine, cerebral haemorrhage, anxiety, dermatitis contact, cyst, vitreous floaters, asthma, genital haemorrhage, arthralgia, vulvovaginal pain, constipation predominant irritable bowel syndrome, diarrhoea predominant irritable bowel syndrome, breast enlargement and urinary incontinence outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anaemia, anxiety, arthralgia, asthma, back pain, bladder disorder, breast enlargement, cerebral haemorrhage, constipation predominant irritable bowel syndrome, cyst, cystitis, depression, dermatitis contact, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, nervous system disorder, pelvic pain, tooth fracture, urinary incontinence, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred, vitreous floaters, vulvovaginal pain, weight increased, irritable bowel syndrome and diarrhoea predominant irritable bowel syndrome to be related to essure (ess205). The reporter commented: patient received treatment for psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2012: there is distension of the colon with fluid and stool. Clinical correlation recommended to exclude the possibility of colitis or gastroenteritis bilateral ovarian cysts with the cyst on the left measuring 4 cm in maximum diameter sonographic follow-up in 40 weeks is recommended. Ultrasound scan vagina - in (B)(6) 2007: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation uterus/migration') and device breakage ('breakage/ expulsion: breakage') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("allergy nickel - diag. Pre-essure"), psychological trauma ("psych injury"), bladder disorder ("bladder probs"), vaginal discharge ("vag. Discharge"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental probs"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("neuro condit/prob") and visual impairment ("vision probs") and was found to have weight increased ("weight gain"). Essure (ess205) treatment was not changed. At the time of the report, the uterine perforation, device breakage, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, allergy to metals, psychological trauma, bladder disorder, vaginal discharge, gastrointestinal disorder, alopecia, tooth disorder, headache, nausea, nervous system disorder, visual impairment and weight increased outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, gastrointestinal disorder, headache, menorrhagia, nausea, nervous system disorder, pelvic pain, psychological trauma, tooth disorder, uterine perforation, vaginal discharge, visual impairment and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for psych injury. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received- previously reported event "injury" was updated to "pain: dysmenorrhea (cramping)", events- "dyspareunia (painful sexual intercourse),pelvic/ abdominal, back, bleeding menorrhagia (heavy menstrual bleeding), allergy nickel - diag. Pre-essure, breakage/ expulsion: breakage, psych injury, perforation uterus/migration, bladder/urinary problems bladder probs.,vag. Discharge, other injuries/symptoms gi conditions, hair loss, dental probs., headaches, nausea, neuro condit/prob, vision probs, weight gain and essure confirmation test not performed" added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation uterus/migration') and device breakage ('breakage/ expulsion: breakage') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's medical history included vaginal delivery (total pregnancies 6. Total living children 4. Pregnancy # 1: normal spontaneous vaginal delivery (nsvd). Pregnancy# 2: normal spontaneous vaginal delivery (nsvd).) And termination of pregnancy (pregnancy# 3 elective terminations of pregnancy (etop). Pregnancy#4: elective terminations of pregnancy (etop). Pregnancy# 5: normal spontaneous vaginal delivery (nsvo). Pregnancy# 6 normal spontaneous vaginal delivery (nsvd).). Concurrent conditions included ovarian cyst. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), bupropion hydrochloride (wellbutrin), clonazepam (klonopin), phentermine and salbutamol (albuterol hfa). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced anaemia ("blood or heart disorder/condition type: severe anemia"). In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), headache ("headaches"), fatigue ("fatigue"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), migraine ("migraines") and genital haemorrhage ("abnormal bleeding ( general )"). In (B)(6) 2007, the patient was found to have weight increased ("weight gain"). In (B)(6) 2007, the patient experienced mood swings ("hormonal changes describe: mood swings"). In (B)(6) 2008, the patient experienced dermatitis ("rashes or skin conditions type: contact dermatitis,"). In (B)(6) 2008, the patient experienced anxiety ("anxiety,"). In (B)(6) 2010, the patient experienced vitreous floaters ("floaters"). In (B)(6) 2010, the patient experienced constipation ("ibs with constipation"). In (B)(6) 2011, the patient experienced nausea ("nausea"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia ((inability to have sexual intercourse),"). In (B)(6) 2012, the patient experienced tooth fracture ("dental probs-chipped teeth"). In (B)(6) 2013, the patient experienced cerebral haemorrhage ("neurological conditions or problems type: brain bleed"). In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain"), arthralgia ("joint pain") and vulvovaginal pain ("vaginal pain"). In (B)(6) 2018, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"). In (B)(6) 2018, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("allergy nickel - diag. Pre-essure"), depression ("psych injury/ psychological or psychiatric problems condition: depression"), bladder disorder ("bladder probs"), vaginal discharge ("vag. Discharge"), gastrointestinal disorder ("gi conditions"), nervous system disorder ("nuero condit/prob"), vision blurred ("vision probs-blurry vision"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract disorder ("urinary problems or changes"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), cyst ("reproductive system disorder or condition type of disorder or condition: cysts"), asthma ("other injury(ies) or complication please asthma"), diarrhoea predominant irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs, ibs-d"), breast enlargement ("large breast") and urinary incontinence ("urinary incontinence"). Essure (ess205) treatment was not changed. At the time of the report, the uterine perforation, device breakage, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, allergy to metals, depression, bladder disorder, vaginal discharge, gastrointestinal disorder, alopecia, tooth fracture, headache, nausea, nervous system disorder, vision blurred, weight increased, vaginal haemorrhage, mood swings, female sexual dysfunction, urinary tract disorder, anaemia, fatigue, irritable bowel syndrome, urinary tract infection, cystitis, migraine, cerebral haemorrhage, anxiety, dermatitis, cyst, vitreous floaters, asthma, genital haemorrhage, arthralgia, vulvovaginal pain, constipation, diarrhoea predominant irritable bowel syndrome, breast enlargement and urinary incontinence outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anaemia, anxiety, arthralgia, asthma, back pain, bladder disorder, breast enlargement, cerebral haemorrhage, constipation, cyst, cystitis, depression, dermatitis, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, irritable bowel syndrome, menorrhagia, migraine, mood swings, nausea, nervous system disorder, pelvic pain, tooth fracture, urinary incontinence, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred, vitreous floaters, vulvovaginal pain, weight increased and diarrhoea predominant irritable bowel syndrome to be related to essure (ess205). The reporter commented: patient received treatment for psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2012: there is distension of the colon with fluid and stool. Clinical correlation recommended to exclude the possibility of colitis or gastroenteritis bilateral ovarian cysts with the cyst on the left measuring 4 cm in maximum diameter sonographic follow-up in 40 weeks is recommended. Ultrasound scan vagina - in (B)(6) 2007: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-dec-2019: new pfs and mr received- new events added:vaginal hemorrhage, apareunia,, hormonal changes describe: mood swings, urinary tract disorder, severe anemia, fatigue, gastrointestinal or digestive system condition type: ibs, urinary tract infection, bladder infection, migraines, brain bleed, anxiety, dermatitis, cysts, blurred vision, floaters, asthma, abnormal bleeding ( general ), ibs,joint pain, vaginal pain, constipation.reporters information, concomitant drugs, lab data , historical and concomitant conditions were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.